Event description:
The ge oec 2800 fluoroscopy system had poor image quality.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the broken video cable to restore proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.